Event description:
A physician reported a pt who was originally skin tested on 3/5/99 and retested on 3/20/99; both with negative results. The pt was treated in the perioral commissures on 4/9/99. Fifteen days after implantation the pt presented with symptoms of hypersensitivity at the treated areas. The symptoms were described as induration, bumpiness, redness, and pruritis at the treated sites. The physician described the symptoms as an "abscess without serum." The pt was treated with urbason intramuscularly on 5/24/99 which was effective "only for two days." The physician considered the symptoms to be product related.